Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported symptom or to determine the root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide (14421-aw rev h) provides the following warnings: page 96 - test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Page 44 - check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
Customer reported high blood glucose (reported range of 122-450 mg/dl), and is not sure if the cannula was inserted properly. Customer reported the cannula looks small.